Event description:
It was reported that the customer received an occlusion alarm in the afternoon during basal delivery. Customer's blood glucose level later in the day was 170 mg/dl. Customer ultimately changed out the cartridge as it had been in use for three days.

Manufacturer narrative:
No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.